Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient came in for a routine device generator change. However, it was discovered the patient had an occluded superior vena cava (svc). The patient underwent a laser lead extraction of the existing right ventricular (rv) lead the next day. During the rv lead extraction, it was noted the insulation on the lead was damaged and the lead was experiencing high capture thresholds. The device and lead were replaced. No patient complications have been reported as a result of this event.